Event description:
It was reported that the customer's bg value displayed as displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. The customer had not addressed their decreased bg at the time of report and was waiting to see if they needed to treat. Recommendation was made to consult with a healthcare provider to discuss diabetes management.